Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and it was noticed that the returned device was in cobra deformation. However, the device met functional specifications when analyzed under non-physiological conditions and no anomalies were found. Additionally, a photo was received from the field and appeared to show the device deformity. However, it could not be confirmed as there was no device deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that an unknown delivery sheath was used, there was no interaction with cardiac structures during deployment, or no angulation or kink in the delivery system was noted. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer septal occluder was chosen for implant with an unknown delivery system. During deployment, the device exhibited a double cobra head deformation. After multiple attempts to correct the configuration, a decision was made to abort the procedure and remove the deformed device. It was reported the device was not removed from the delivery cable. There was no report of interaction with cardiac structures during deployment and no angulation/kink noticed with the delivery system. There was no replacement device reported and there was no report of any adverse patient consequences. The patient remained hemodynamically stable throughout the procedure and the patient status was reported as stable.